Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat 6+ cartridges that yielded a suspected discrepant potassium result of >9.0 and a sodium result of 118. The customer states that the operator who performed the test is new and was testing an edta tube for cbc on the coulter at the same time that testing was done on the I-stat. Customer suspects possible sample mishandling, though not confirmed. Based on the info available at the time, there were no injuries associated with this event. At this time apoc does not suspect a product malfunction exists. The increased potassium result of >9.0 on I-stat strongly suggests that hemolysis or the use of edta are the potential causes however, not confirmed at this time. The investigation has been initiated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.